Manufacturer narrative:
Analysis of the implantable neurostimulator (sn (B)(4)) revealed no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that during pre operation, they were unable to get telemetry with the implantable neurostimulator (ins). The manufacturing representative tried telemetry with another ins and it worked fine. The defective ins with the out of box telemetry issue was going to be returned. The ins was replaced and the patient was doing fine. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.